Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.

Event description:
Hosp employee reported via sales rep that they tried to clean the device (ultrasonic bath - gigasept 3 % + mechanical cleaning - nedisher mediclean forte) but there are still traces of blood on the device.